Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, deformation, crease fold, wear abrasion, and cloudiness/voids in the gel observed after autoclave disinfection. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no openings were observed on the device. The event of " capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.